Event description:
Pt reported having a left eye infection after two days of wearing contact lens. Medical documentation received confirmed pt presented with pain, blurred vision, and light sensitivity. Pt was diagnosed with a central, infectious corneal ulcer and was treated with vigamox. Pt's condition resolved. Doctor noted that the pt sleeps in the contact lenses all the time. No culture was performed.

Manufacturer narrative:
The contact lens involved in the event was not available for return. The lot device history records were reviewed and show that all requirements were met. The treating doctor does not know the cause of the event and noted that the pt sleeps in the contact lenses all the time. Based on all info, no causal factors can be determined, and no conclusion can be drawn.